Event description:
It was reported that while the patient was enroute to the hospital for an ICD replacement and a possible lv lead revision, the patient lost consciousness and was unresponsive. The patient was transported via helicopter to the hospital. The initial thought was the lead had failed and the patient had asystole. The device was interrogated and the rv lead tested fine and the ICD was at eri (elective replacement indicator). The ICD went to early eri due to high lv thresholds. During the replacement procedure, the patient went into vt. Additional information obtained through follow up with the physician office indicated that the lv lead was capped and replaced due to diaphragmatic stimulation the patient experienced and unacceptable thresholds. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.